Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold and decreased sensing amplitude. The position of the ventricular lead was confirmed under echocardiogram and x-ray and no pericardial effusion was observed. An open-heart surgery was performed to check the heart due to possibility of perforation and a ventricular lead perforation was confirmed. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.